Event description:
It was reported that a spectrum infusion pump does not recognize when the pump door is closed. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation could not reproduce the reported symptom of the pump not recognizing a closed door and the device was found to meet specification. Review of the event history log found multiple "door jammed!" Messages. Evaluation experienced no problems with the door latching, however, the reported symptom could be obtained by closing the door improperly as stated in the spectrum operators manual.